Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, all steps were performed until the moment of removal of the prostyle device. Half of the device separated and remained inside the artery. There was no resistance during removal. The sutures were in place and served as a guide for a new arteriotomy to catch [snare] the sheath until the guide wire exit port was visible and a guide wire could be advanced to continue the preclose procedure. The sutures of a proglide and prostyle were successfully pre-placed. The sheath was upsized to greater than 10f and the aaa procedure was completed. Hemostasis was achieved with the two pre-placed sutures. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Medical review was performed to review computerized tomography (CT) scan images provided by the account. The review details noted the images provided do not point to a potential cause for the separation of the device however a device malfunction is clearly confirmed. Based on the information reviewed and the returned device condition, the reported guide break appear to be related to downward force or torsional manipulation during device placement attempt. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to previously filed report, additional information was received:it was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, all steps were performed until the moment of removal of the prostyle device. Half of the device separated and remained inside the artery. There was no resistance during removal of the proximal portion of the device. An open approach was used to remove the distal portion from the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.